Event description:
Pt admitted to hosp with abdominal pain hemolysis identified. Ldh = 1,057 hct 31.9. Previous hct 34.7 on 7/30. Pt had dialyzed on 8/6 during afternoon. Was admitted early am of 8/7. Dialysis believed to be caused of hemolysis.